Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the catheter shaft was found to be kinked/bent in multiply area. The catheter shaft was found to be damaged and broken/fractured in multiply areas up to 10 cm from the distal end. After the procedure, when using alcohol to disinfect the microcatheter, coating at tip of microcatheter peeled off as per additional information received. The tip was found to be flattened/crushed. The hub was found to be intact. There was no hydrophilic coating peeling noted. During functional inspection, the device was flushed. The patency mandrel was inserted but due to significant friction in the proximal part of the catheter, mandrel could not be advanced through. The mandrel was inserted from the distal end and stuck in the proximal part. The catheter shaft was cut, and the stent was removed from the catheter shaft/hub. The device was flushed again, and patency mandrel was advanced through. There was significant friction noted. There was material like inner layer of the microcatheter wrapped around the stent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. On visual inspection, the catheter shaft was found to be kinked/bent and damaged and broken/fractured in multiple areas. Further additional information received mentioned that after the procedure, when using alcohol to disinfect the microcatheter, coating at the tip of the microcatheter peeled off. The tip was found to be flattened/crushed. The hub was found to be intact. There was no hydrophilic coating peeling noted. On flushing the device and inserting the patency mandrel significant friction was noted in the proximal part of the catheter and mandrel could not be advanced through. The mandrel was inserted from the distal end and stuck in the proximal part. The catheter shaft was cut, and the stent was removed from the catheter shaft/hub. The device was flushed again, and patency mandrel was advanced through. There was significant friction noted. There was material like inner layer of the microcatheter wrapped around the stent. The mostly likely cause of ptfe inner lining being wrapped around stent could be due to friction during procedure as well as significant friction observed during analysis. The as reported 'catheter shaft friction' was confirmed during analysis and will be assigned a probable cause of procedural factors. The as reported 'hydrophilic coating peeling' was not confirmed during the analysis and not confirmed will be assigned to it. The as analyzed 'catheter shaft broken/fractured during preparation', 'catheter shaft kinked/bent', 'catheter tip flattened/crushed' and 'catheter ptfe inner lining peeling' will be assigned a probable cause of procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during an endovascular procedure, friction was encountered at middle of the subject microcatheter while advancing the stent. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event. After the procedure, when using alcohol to disinfect the subject microcatheter, coating at tip of microcatheter was peeled off. No other information is available.

Event description:
It was reported that during an endovascular procedure, friction was encountered at middle of the subject microcatheter while advancing the stent. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event. After the procedure, when using alcohol to disinfect the subject microcatheter, coating at tip of microcatheter was peeled off. No other information is available.